Event description:
It was reported that the patient's leadless device had elevated thresholds. The device was reprogrammed and remains in use.the patient was a participant in the post approval network /product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that again, the leadless ipg exhibited elevated threshold.